Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient had pain at the ins site. The rep also reported that the ins wouldn¿t charge more than a quarter of the way. When the patient charged, the recharger would show an overheating indicator. There were no factors known that could have led to the issue. The rep met with the patient prior to replacement and tried to couple with the ins but the tablet wouldn¿t find the ins. The rep reported that the physician said she was having site pain and trouble charging so since the battery was old, he wanted it replaced. The physician noted that other than charging, the patient received good therapy from the device. No further complications were reported.